Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump sounded a no disposable alarm. The settings were reviewed and the pump was powered off and on, but the alarm persisted. The IV line was clamped, the pump was shut down, the cassette was removed, the tubing was rubbed with the green clamp depressed and tapped on a hard surface two times. Still, the pump sounds the no disposable alarm. Troubleshooting steps were repeated a second time then the pump displayed run. No patient injury was reported.